Manufacturer narrative:
The pump was received with a blank display due to the moisture damage on the electronic assembly. Moisture damage was found on the motor assembly. The pump was received with a minor scratched display window, a broken reservoir tube lip, a cracked reservoir tube window through the reservoir tube, cracked battery tube threads, and a missing black o ring/seal inside the reservoir tube. There was no cracked display window noted. (B)(4).

Event description:
The customer's father reported via phone call that the pump was exposed to water. Customer jumped into the pool with the pump attached to the body and it was submerged in water. Customer's father stated that the reservoir and battery were removed but there was water inside the reservoir compartment. Customer's father stated that the o-ring inside the lip of the reservoir compartment is not missing and there are hairline cracks on the lcd screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.